Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the patient reports experiencing glare, halos, difficulty with night driving, blurry vision, headaches, and sensitivity to light. A yag capsulotomy procedure was performed on both eyes in 2008, and a suture was placed in the right eye. Interventions have not resolved the patient's complaints. The patient's preoperative information and diagnosis is unknown at this time. Additional information has been requested. Reference MDR # 2031924-2009-00095.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.